Event description:
The physician reported that an ophthalmic intrepid irrigation aspiration tip was unusable because the root was bent when opened package. Patient and surgery details were not reported. Patient impact has not been provided.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).